Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported the footprint ultra pk suture anchor 4.5 broke. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the inserter shows the inner shaft is bent approximately 45 degrees; this condition is consistent with off axis insertion. Dimensional assessment of the inner shaft confirmed it met print specifications. Anchor was not returned for evaluation. The condition of the inserter indicates axial alignment was not maintained during insertion of the anchor causing the reported breakage.